Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 20mm promus element¿ stent was selected for use and during preparation after the box was opened it was observed that the stent was damaged. No patient involvement and the stent was not used.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no damages. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the entire length of the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a mid-shaft kink 15 mm proximal to the port bond. The device was loaded on a 0.014¿¿ guidewire without resistance or issue. No issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 20mm promus element stent was selected for use and during preparation after the box was opened it was observed that the stent was damaged. No patient involvement and the stent was not used.